Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An opened foil and a dispensed suture of product code were returned for analysis. During the visual inspection of suture, body fluids at some barbs and fixation tab were observed; no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. Per the sample condition, the assignable cause could not be determined what may have caused the reported incident of: the fixation tab of the barbed suture was detached from the suture during continuous suturing.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and a barbed suture was used. During the procedure, the fixation tab of the barbed suture was detached from the suture during continuous suturing. There were no adverse consequences to the patient. No additional information was provided.